Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with intepro lpp y sling (ams) implant. The patient experienced pain, urinary problems, recurrence, dyspareunia and vaginal scarring. On (B)(6) 2010 the patient underwent a bilateral sacrospinous ligament fixation, and a perineorrhapy. (B)(4). No additional information provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2010 when mesh were implanted respectively into the patient. It is also reported that the patient had a posterior vaginal repair w mesh augmentation and bil. Sacrospinous ligament fixation, monarc hammock on (B)(6) 2010 for recurrent rectocele after previous sacrocolpopexy and gore-tex suture erosion. There is also mention of an intepro llp y sling. No clarifying information is provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.